Event description:
The event is reported as: complaint alleges that the yellow indicator cup sticks and doesn't elevate up as intended during use. There was no pt harm or injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product voldyne2500 volumetric exerciser, lot # 01d1300123 was mfg on 04/22/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.